Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent insufficient apposition and migration occurred. A 8.0x60x135 cm express ld stent was advanced for treatment. However, during deployment, the proximal part of the stent did not open. During removal, the stent migrated 3cm below the lesion. Another balloon was inflated to expand the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.